Event description:
It was further reported, at follow up, other measure with high rv impedance, episodes of lost of capture and increased threshold value. Physician re-programmed higher output value.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, and the impedance trend on the rv was variable. Analyst commented, rv pace impedance rises intermittently out of range from (B)(6) 2015 through (B)(6) 2016. Rv pace impedance steady at approximately 930 ohms through (B)(6) 2015, begins to vary starting (B)(6) 2015. (B)(4).

Event description:
It was reported that during follow up visit, the right ventricular (rv) lead exhibited high impedance. The rv lead settings were re-programmed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead exhibited decreasing impedance, loss of capture and noted unstable thresholds. The patient also experienced unexpected multiple high voltage therapies the rv lead remains in use.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported physician suspected connection issue between the implantable cardioverter defibrillator (ICD) and rv lead. The ICD was explanted and replaced. The rv lead was re-connected to the ICD and remains in use.